Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, a perforation occurred. The physician heard a steam pop during ablation. The ablation was abruptly stopped and immediate assessment with ice demonstrated a pericardial effusion. A pericardiocentesis was then performed and an unknown amount of fluid was extracted. The patient remained unstable, so the chest was opened and repair of the perforation was performed. At the time of the call, the patient had been admitted and was in stable condition. Upon request, the bwi field representative provided additional information on the event. The steam pop occurred when ablating in the anterior ridge area of the lspv, 36 seconds at 42 watts. The patient received 10 - 15 ablations in various areas of the left atrium before the event. The rf generator was set to "power-control" mode. The power was not titrated during the ablation. The temperature cut-off setting was 40 degrees and the flow setting was 15ml/min. The physician did not experience any difficulty in manipulating the catheter. The sheath used was the st. Jude sl1. During the procedure, the act was maintained at >350s. There were no other apparent factors that contributed to the cardiac perforation.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: unknown. Webster 20 pole: model #: d-1171-35-s, lot #: unknown_d-1171-35-s. Device investigation anticipated but has not yet begun. Lasso variable: model #: d-1237-01-s, lot #: unknown_d-1237-01-s. Device investigation anticipated but has not yet begun. Distributed - acunav: mfg #: acunav, lot #: OEM_acunav. Device investigation anticipated but has not yet begun. Non bwi - st. Jude sl1 sheath. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
The lot number reported was unknown_d-1315-03-s. Per the failure analysis lab, the lot number for the product received is 15692656. Concomitant products clarification: the product reported was a lasso variable/model #: (B)(4) /lot #unknown_d-1237-01-s. The product received and confirmed to be the correct product in this event is the lasso nav variable eco/ model #: (B)(4)/lot #: unknown_d-1343-01-s. (B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, a perforation occurred. An assessment with ice demonstrated a pericardial effusion. A pericardiocentesis was then performed. The patient remained unstable, so the chest was opened and repair of the perforation was performed. At the time of the call, the patient had been admitted and was in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.